Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the air pressure solenoid (psol).

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not in use on a patient at the time of the event.